Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. No lot/serial number has been provided, therefore a review is not possible. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film. A backup was available. No delay was reported. The event was noticed during set up therefore no health consequences for the patient were reported.